Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿swelling, nodules and potential biofilm in my left cheek for 2 months now¿ after they were injected in the cheeks with one syringe of juvéderm voluma® xc. Treatment is noted as steroid injections, 3 types of antibiotics for 2 months, and a couple rounds of hyaluronidase. A tissue culture was administered but the results are pending. A swab of the nodule in (B)(6) 2019, that came back positive for a staph infection. Events are ongoing at this time. Patient was concomitantly injected in the lips with juvéderm volbella® xc.